Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-stabilizer z. They turned the handle, it was not fixed and idle rotation occurred. Using another spare product, the procedure was completed without any problems. There was no effect on the patient due to the use of another product.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #(B)(4). The lot #3000140390 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.